Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain four of four of peritoneal dialysis therapy. It was determined that the patient¿s fill volume was 2300 ml, drain volume was 4185 ml and ultrafiltration volume was 1887 ml. The technical service representative assisted in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.